Event description:
It was reported to philips that the system did not boot up successfully; it was stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that that the system stuck at zero after start up. Review of the log files showed grabber cards or psu or disk bay or empty battery related issue. Upon troubleshooting, fse found issue with boot up application also checked power to flex vision pc it was fine. Fse identified that there was issue with flex vision pc (drive bay). The defective part was returned for analysis, for flex vision pc failure was observed. The mode of failure was unit failed due to faulty hdd bay. However, the replacement of the flex vision pc and downloading the software by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code grid was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.